Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device experienced an ac power indicator failure. There was no reported patient involvement.